Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of backflow. At unspecified times, the secure-lok male adapters of the tubing sets were connected to unspecified patient delivery access devices and were being used to deliver unspecified solutions and unspecified blood products, via gravity. At unspecified times, the customer contact reported that when pressing the blood pump of the tubing sets, blood backflowed to the drip chamber of the tubing sets. No specific details were provided. There were no reported adverse patient effects and no delays of therapies critical to these patients. No medical interventions were reported. Hospira is continuing to investigate.